Manufacturer narrative:
Evaluation summary: additional evaluation of the returned device was performed. It was found that the valve was intact and moderate host fibrous (pannus) tissue growth on the outflow surface of the leaflets. Tissue compression was noted on two (2) leaflets near their commissure which may have been related to the preserved native mitral valvular and subvalvular tissue (i.e. Chordae). The pannus tissue apparently resulted in tissue folding at the free edge of a leaflet near the commissure segment. The similar pannus related minor leaflet folding at the free edge was observed on two (2) leaflets near their commissure. Mild to moderate pannus growth was noted on the inflow surface of all three (3) leaflets. Additional manufacturer narrative: the clinical report of pannus was confirmed. Report of regurgitation was also visually confirmed as these findings suggest the pannus growth, related to the leaflet folding and thickening, were severe enough to cause the reported mitral regurgitation. Corrected data: evaluation summary - the sentence "the indentation on leaflet 2 near the commissure had indication of suture looping due to observed suture track indentation." Were retracted as new information voids this statement. Additional manufacturer narrative - the sentences "suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention." Were retracted as new information voids these statements.

Manufacturer narrative:
(B)(4). The device has been returned to manufacturer for evaluation. Results of evaluation will be reported when completed.

Event description:
Edwards learned of a 25mm mitral bioprosthetic valve that was explanted after an implant duration of two (2) years due to congestive heart failure secondary to mitral regurgitation due to pannus formation. As reported, at inspection pannus overgrowth was noted between a valve leaflet and the native anterior leaflet which was spared as per the hospital standard procedures. The surgeons believes the issue might be due to the valve implantation. The valve was explanted and replaced with a competitors valve, size 27mm. The patient was noted as to be discharged.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect and on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet indentations were observed on the free margin of all three (3) leaflets near their commissure. The indentation on leaflet 2 near the commissure had indication of suture looping due to observed suture track indentation. The x-ray demonstrated an intact wireform. Additional manufacturer narrative: the clinical report of pannus was confirmed; however, regurgitation could not be confirmed through visual observations. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.